Manufacturer narrative:
Investigation in progress. Device not returned.

Event description:
It was reported the patient underwent a knee revision within 1 month post-implantation due to fungal infection. No additional patient consequences were reported.

Manufacturer narrative:
Device history review was performed. Device history records were reviewed for the tm tibial cone part number 00545001331 and lot no 63909517, no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Request for more information was conducted through dl log. A review of the implant's manufacturing record indicates that it was manufactured to the specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that removal of all implants and insertion of smith and nephew cement spacers due to infection. Tm tibial cone is the only tmt design control part. Revision due to fungal infection.